Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room and was hospitalized. It was noted that the right ventricular (rv)lead had rising thresholds since implant and currently there was loss of capture at 3v@.5ms. The patient developed complete heart block and had been complaining of near syncope. The physician felt there may be micro-dislodgement due to not enough slack and was concerned that there may be tissue adhering to the helix; therefore the lead was explanted rather than repositioned. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed, the inner insulation of the lead became extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.